Manufacturer narrative:
The investigation for the console controller alarm-yellow alarm has been completed. Data logs were reviewed which confirm that multiple controller error (pbm voltage out-of-spec) alarms were issued. The console was returned for evaluation. The failure was reproducible in the lab. Internal circuitry of the console was inspected and found to be within specification. When the pbm was replaced with a known good one, the failure was resolved. The root cause for the controller error (pbm voltage out-of-spec) was most likely a defective pbm.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The EU complainant had an automated impella controller (aic) alarm when transferring the patient from the intensive care unit to the cardiac catheterization lab. The patient was being transferred for pump explant, and the team did not replace the aic. No patient harm has been reported.